Manufacturer narrative:
B2: outcome attributed to adverse event is additional surgery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that during an intraoperative cervical arthroplasty intended at the c5-6level using the prestige lp device for multi level disc degeneration of the cervical spine, a preparation instrument tip broke. After the prestige lp device was implanted, fluoroscopy was performed to confirm placement and a broken tip of the preparation instrument was identified as embedded in the patient. The procedure was converted from cervical arthroplasty to vertebrectomy as additional surgery performed due to the event.